Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula broken and cracked, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error, bad sensor and intermittent calibration errors were received. Customer's blood glucose was 198 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor errors and customer was advised on timing of calibrations and possible causes of errors. The customer was advised to change out sensor and that replacement sensors would be provided and to return the old sensor for analysis.